Event description:
A healthcare professional reported that the cutter jammed during an emergency case. The custom pak was changed but the problem still persisted. Additional info has been requested, but not received to date. This is one of two medical device reports being filed for this facility. This report is for the second patient that had surgery on (B)(6) 2014.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested, but not received to date. (B)(4).